Event description:
Ventilator was cycling on a pt, the therapist was unable to set trigger sensitivity. Potentiometer was acting erratically. Ventilator was taken off the pt, pt was bagged and the ventilator was swapped out. No pt injury. The fse discovered the trigger sensitivity, upper and lower volume alarm limit potentiometers were all defective. Fse replaced the defective potentiometers, calibrated and performed functional checks. Ventilator passed all tests and performed to all manufactures specifications. Ventilator was returned back to service.